Event description:
The customer reported that when selecting an image, the system would pull up image from a different patient. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep flashed the nodes, formatted the hard drive, loaded the rel 10 software, and calibrated the files. He then took and saved several images. The system is working as intended.